Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Trend code analysis is performed in the monthly complaint review.

Event description:
A patient self tester reported an unexpected high inratio result on (B)(6) 2015. The inratio result=5.2 which was above the patient self tester's therapeutic range of 2-3. On (B)(6) 2012, the patient self tester was diagnosed with lupus clotting disorder and was prescribed warfarin. The patient self tester had the following results on (B)(6) 2015: inratio inr=4.3; lab inr=2.8.